Manufacturer narrative:
Additional device product codes: hrs and jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown surgery, locking compression plate, cortex screws, and locking screws were taken out due to patient pain. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant devices reported: 2.7mm cortex screw self-tapping 16mm (part number 202.816, lot unknown, quantity 1); 3.5mm cortex screw self-tapping 16mm (part number 204.816, lot unknown, quantity 1); 2.7mm/3.5mm va-lcp lat ant clavicle plate/11h/113mm (part number 02.112.048, lot unknown, quantity 1); 3.5mm locking screw slf-tpng w/stardrive(tm) recess 16mm (part number 212.104, lot unknown, quantity 1); 3.5mm cortex screw self-tapping 14mm (part number 204.814, lot unknown, quantity 1); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 16mm (part number 02.211.016, lot unknown, quantity 1); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 16mm (part number 02.211.016, lot unknown, quantity 1). This report involves one (1) 3.5mm cortex screw self-tapping 16mm. This is report 7 of 8 for (B)(4).